Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on their lead. As a result, surgical intervention was taken to replace the lead. Issue has been resolved. Note: the patient was implanted sometime in (B)(6) 2015.